Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the cartridge until the insulin ran out. Technical support advised the customer to contact them again for troubleshooting if the issue recurs, and the customer was sent an email with links to cartridge load resources for additional assistance.